Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found the device exhibited backup operation due to multiple flipped bits in the product code. After the product code was downloaded, it was noted that the battery had reached normal elective replacement indicator.